Event description:
It was reported that the pump was spiked like a football/interconnect board is damaged and won't turn on.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The seal was removed/broken on the bottom case and plunger assembly. The top case and bottom case were badly broken and cracked on right plunger case. Non-original equipment manufacture (OEM) was found with device. The technician was unable to go to the pump history or download the event history log (ehl) due to power up problem. The root cause of the reported issue was found to be interconnect printed circuit board (pcb) was damaged and 2 capacitors were broken off due to pump been dropped by customer. The device was placed in quarantine due non-OEM battery was found.

Event description:
Additional information received: additional information is unknown as customer does not have any additional information.